Manufacturer narrative:
Lot number added 120401 and also the expiration date: 09/28/2025. Analysis and results: there are three previous complaints of this code-batch regarding this issue that were closed as confirmed. We manufactured 4,788 units of this code-batch. There are 144 units blocked in our stock. We have received 1 closed sample for analysis. Tightness test to the sample received has been performed and the unit is tight. We have tested the needle attachment strength of the closed sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 0.80 kgf (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, there was an incidence during the process regarding the same issue, but the product was released fulfilling usp/ep and b.braun surgical requirements. Final conclusion: although the results fulfil the requirements of the european pharmacopoeia (ep), taking into account this is not the first complaint for this code-batch regarding this issue, we conclude that the complaint is confirmed by evidence of the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product for the unit sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. PMA/510(k): k011375.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle was missing when the package was opened. This issue was found in eight packages and prior to use, there is no patient involvement.